Event description:
It was reported that "the tip of af02 broke during procedure. The tip remained between dura matter and skull bone. The doctor decided not to remove the tip from the patient, because he though the tip would not harm the patient health in future. However, he asked us whether the patient was able to undergo the MRI inspection. We answered him "not to scan the patient by MRI" because the material of tip is stainless steel." No additional information was available on follow-up.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by too contact. No additional information was available on follow-up. Event date estimated.